Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the lad. It is reported that approximately 12 months post index procedure, the patient suffered a gastrointestinal (gi) bleed. It is reported that the patient received a transfusion and recovered with treatment. The investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (hemorrhage). (B)(4).

Event description:
Gi bleed was treated with a esophagogastroduodenoscopy.